Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime the insulin pump during the prime/fill test due to a faulty force sensor resistor. Unable to test the high predicted alarm or perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. A scratched display window, cracked case, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip noted.

Event description:
It was reported that the customer experienced high blood glucose the day before and the insulin pump did not alarm no delivery. The customer changed the infusion set, the blood glucose dropped, but the customer had hypoglycemia afterward. It was stated that the customer does not trust the device anymore. No further information was provided.